Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a gel mentor memorygel breast implant 450cc , catalog number 3504501bc, serial number (B)(4), lot number 5672672. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 450cc and experienced rupture on the left breast implant. The rupture was confirmed by the doctor via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3/26/19, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3/8/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. The replacement devices were mentor memorygel breast implants 370cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/6/2019, it was discovered that upon visual examination the device is torn. No additional anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. The authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation was performed for the finished device number 5672672, and no non-conformances related to the reported complaint condition were identified. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).